Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2018. Valid phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a battery failure. There was no patient involvement reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04oct2018. Date of manufacturer: 24sep2018. Philip's field service engineer evaluated the device and verified the reported condition. The battery assembly was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.